Event description:
The first three clips did not discharge when the handle was squeezed. On the fourth squeeze, five clips discharged at the same time. A new clip applier was opened and used. Per reporter, the manufacturer provided tracking number and return packaging.